Event description:
It was reported that the device exhibited error code 1260, clock battery overdue. The event occurred during testing; there was no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: one device was returned for evaluation. Visual inspection revealed a contaminated downstream and upstream sensor. The event history log was unable to be downloaded due to error code 1260 on the pump display. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be a faulty microprocessor unit board and clock battery overdue. The microprocessor unit board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.